Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was dim. There was no known trauma or moisture exposure to the pump. The reporter stated the pump had audible tones and that the backlight worked. The reporter stated the dim display issue was not resolved with a new battery. There was no reported damage to the keypad and buttons were reported to respond normally. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).